Event description:
Patient underwent a revision surgery on (B)(6) 2025 to restore therapy. During the revision procedure, a vessel was inadvertently nicked, and the patient experienced bleeding. Physician applied pressure and cauterized the source to achieve hemostasis. This resolved the issue.